Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgment occurred. The 90% stenosed, 28mm and eccentric de novo target lesion was located in the severely tortuous and severly calcified left anterior descending coronary artery. There was a significant lesion bend reported to be greater than or equal to 90 degrees and the vessel diameter was 2.5mm. Access was gained via the radial artery. While attempting to direct stent the target lesion with the 2.50x32mm taxus liberte stent delivery system, resistance was encountered and the device was unable to cross the lesion. The device was removed and it was found that the stent was not on the balloon. The stent had dislodged and remained in the proximal anterior descending coronary artery. The lesion was then dilated and a 2.50x28mm taxus liberte stent was successfully deployed without pt complications. The pt condition post procedure was reported to be stable. Additional information has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found the stent delivery system was returned to the complaint investigation site with no stent attached. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were found along the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred.the 90% stenosed, 28mm and eccentric de novo target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. There was a significant lesion bend reported to be greater than or equal to 90 degrees and the vessel diameter was 2.5mm. Access was gained via the radial artery. While attempting to direct stent the target lesion with the 2.50x32mm taxus liberte stent delivery system, resistance was encountered and the device was unable to cross the lesion. The device was removed and it was found that the stent was not on the balloon. The stent had dislodged and remained in the proximal anterior descending coronary artery. The lesion was then dilated and a 2.50x28mm taxus liberte stent was successfully deployed without patient complications. The patient condition post procedure was reported to be stable. Additional information has been requested and is not available.it was further reported that only one stent was successfully implanted during the procedure, and that the balloon shaft of the complaint device was elongated. It was originally reported that the stent had dislodged and remained in the proximal anterior descending coronary artery. The site is now reporting: "the stents remained trapped inside the guide catheter and not free in the artery; that is why there were no possibilities of embolization. They were not released from their balloon, the balloon shaft started to elongate."